Event description:
It was reported the patient's pump pocket was filling with fluid. An x-ray showed the catheter connector at the pump site was dislodged from catheter port. Examination of the connector showed a tear of the silicone rim where the suture was placed. No symptoms or outcome was reported. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The catheter has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.